Event description:
Customer received a false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4)). Two repeat cue covid-19 tests performed on an unknown date provided negative results. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.